Event description:
It was reported that the patient experienced a mild syncopal event immediately after inserting the second sensor. Patient was immediately awake and alert. Customer fully recovered within a few minutes. It was stated that a few hours later he used an ice pack on his cheek for mild discomfort from the fall. It was noted that the incident was not related to the study device and it was an anticipated procedure related. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.